Event description:
Air embolism occurred. The product was inserted via the right internal jugular vein (we have been informing our users that the product is not approved to be inserted via the internal jugular. In spite of the information, the hospital decided to insert the device via the right internal jugular.). Although the cause of the patient death is undetermined, air embolism is suspected to be the cause. The user did not follow the IFU instruction and did not hold a thumb over exposed opening of the inserted sheath for several tens of seconds when only the sheath introducer was inserted. It is suspected that air was aspirated though the exposed opening resulting the death of the patient by air embolism. The patient was suffering mental disorder and had a history of hyperventilation. Since the patient had been showing a sign of slight hyperventilation during the operation, there is a high possibility that air aspiration occurred through the exposed sheath opening when the patient's intrathoracic pressure decreased.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.